Event description:
On (B)(6) 2019 pt underwent a total hip arthroplasty with anterior approach. When the surgeon was cutting the femur with a blade, the blade broke into two pieces. The two broken pieces of the blade were retrieved and replaced with a new blade, and procedure was completed without any noted complications. On (B)(6) 2019, pod 1, pt was stable, out of bed and progressing well. The pt was discharged to home. FDA safety report ID#: (B)(4).